Manufacturer narrative:
The device was not returned to the MFR because it was discarded at the hosp.

Event description:
The surgeon implanted ist paramount pedicle screws and polyaxial head 3s from l2 to s1. Locking caps were successfully tightened on all polyaxial head 3s except l5. During final tightening of the locking cap at l5, which was the last locking cap to be tightened, the polyaxial head 3 broke. The surgeon removed the broken piece but chose not to remove the implanted portion of the broken polyaxial head 3. This resulted in a final construct on the left side that was locked down at l2, l3, l4, and s1. The right side construct was implanted without incident with pedicle screws at l2, l3, l5, and s1, spanning l4.